Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600p) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis: investigation showed that the handpiece was overtorqued. After replacing the transducer, the coil form failed the burning, causing the unit to overheat. The coil form has been replaced to correct the over heat issue. The unit has also been recalibrated. After all repairs the handpiece passed all the testing parameters. Root cause: the handpiece was overtorqued. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility returned the cusa excel 36khz straight handpiece (c2600p) because it was overtorqued and the dot and hole did not line up. During evaluation of the handpiece by an integra technician, the handpiece overheated. There was no patient involvement or user injury.